Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs from the imaging system were reviewed by medtronic personnel. It was reported that the logs showed instances of the viewing station of the imaging system shutting down improperly, however there was no additional insight into the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed an error message stating possible damage to the system. Restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.